Event description:
Material no.: 930815. Batch no.: 0290261. It was reported by the distributor that the device was dirty/stained. Per report: dirty/stained.

Manufacturer narrative:
The batch record for pn 930815 ln 0290261 was reviewed and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. Without a physical sample it is not possible to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trend follow up emdr (B)(4).

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported by the distributor that the device was dirty/stained.